Manufacturer narrative:
Event site name: (B)(6) med ctr. Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 16th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the head of the screw was broken off on segment sleeve. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the head of the screw was broken off on segment sleeve. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the explanations and drawing provided the screw head holding the safety sleeve segment is broken but a part is still present because it couldn't be extracted. This breakage is probably due an over tightening because no mechanical stress is applied on this screw during use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).